Manufacturer narrative:
Complaint (B)(4). No samples (actual or unused) were provided by the customer. Customer pictures received. No material#(s) nor batch#(s) were provided by the customer. No clarification or further information was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. We have forwarded the complaint and customer pictures to our affiliated headquarters and supplier for their information. This complaint is closed as cannot be determined due to insufficient information.

Event description:
Customer submitted photo showing a bent needle. No information was given as to how the needle became bent. Customer submitted photo showing a needle that became dislodged from the holder. No information was given as to how the needle became dislodged.